Event description:
Medtronic received info that the pt with this aortic bioprosthetic heart valve was scheduled for valve replacement surgery, due to stenosis, which was thought to be from calcification. During the replacement procedure, visual inspection revealed pannus was obstructing the inflow. An echocardiogram was performed prior to removal, which revealed a dpi of 0.18 with a velocity of 3.4m/sec. The b.s.a was 1.74 meters squared. It was noted that the patient has a history of rheumatic heart disease and senile degenerative calcific aortic stenosis. The valve was removed and replaced with a mechanical heart valve. There were no adverse pt effects reported. The valve was returned to medtronic

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: medtronic has received this product; however, have not yet fully analyzed this product. When analysis is complete, a follow-up report will be provided. A review of the device history record revealed that this valve met all manufacturing specs for product released to distribution. Conclusion: based on the information provided and limited analysis, we are unable to determine the cause of the clinical observation.